Event description:
Reportedly, on (B)(6)2025, during a pacemaker check, an error message was displayed on the smarttouch (s/n: (B)(6) and no longer able to interrogate. Details of the message is unknown.

Manufacturer narrative:
As the device is not returned, and that no information or files are available for analysis, it is impossible to establish the root-cause of the reported event. This case is retained and utilized for trend purposes.